Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) recommended to adjust blanking period post ventricular pacing. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) recommended to adjust blanking period post ventricular pacing. Furthermore, three months later, farfield oversensing was exhibited. This pacemaker remains in service. No adverse patient effects were reported.